Event description:
It was reported to boston scientific corp. That following an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt experienced significant leg pain. The physician did not find an obvious cause for the pain. The pt is seeing a pain specialist, and is reportedly in "stable" condition.

Manufacturer narrative:
The lot number of the device is unk; consequently, the expiration date of the device is unk. The lot number of the device is unk; consequently, the manufacture date of the device is unk. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis cannot be performed, and we are not able to determine the relationship between this device and the cause of this event.